Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax) since 2012. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and nausea ("nausea"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines"), the first episode of headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced hormone level abnormal ("hormonal changes"), tooth disorder ("dental problems") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), the second episode of headache ("headaches"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with phentermine, iron (iron supplement), ibuprofen, ondansetron (zofran), vicodin, antidepressants and surgery (bilateral salpingectomy - partial hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, the last episode of headache, dyspareunia, hormone level abnormal, vaginal haemorrhage, menorrhagia, migraine, nausea, tooth disorder, vaginal discharge and alopecia outcome was unknown and the genital haemorrhage and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: essure device was working effectively most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet- all relevant medical history, concurrent condition, concomitant medication were added.events hormone level abnormal, vaginal hemorrhage, menorrhagia, migraine, headache, nausea, tooth disorder, vaginal discharge, fatigue, weight increased, alopecia were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('removal of embedded iud') and pelvic pain ('severe pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax) since 2012. In (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding") and nausea ("nausea"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines"), the first episode of headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2011, the patient was found to have hormone level abnormal ("hormonal changes") and experienced tooth disorder ("dental problems") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), the second episode of headache ("headaches"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ patient was bleeding 20-25-days per month"). The patient was treated with antidepressants, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, iron, ondansetron (zofran), phentermine and surgery (bilateral salpingectomy - partial hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, pelvic pain, abdominal pain, abdominal pain lower, the last episode of headache, dyspareunia, hormone level abnormal, vaginal haemorrhage, menorrhagia, migraine, nausea, tooth disorder, vaginal discharge, weight increased and alopecia outcome was unknown and the genital haemorrhage and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, embedded device, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: insertion details- right 3-4 coils and left 3-4 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: results: essure device was working effectively. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: medical record received- new event removal of embedded iud were added. New reporter and insertion details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient underwent a pelvic surgery on (B)(6) 2013 alleviate the symptoms. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.